Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During an elective replacement procedure of an implantable cardioverter defibrillator (ICD) it was discovered this lead had dislodged. A new endotak lead was implanted. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.